Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective hard drive that was removed and replaced. Software and calibration files were re-loaded. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec 6800 fluoroscopy sys would not boot up.